Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that the right atrial lead was explanted and replaced on 1nov2019. The patient tolerated the procedure well and experienced no complications. The patient was discharged.

Manufacturer narrative:
The reported event of ¿noise on atrial lead¿ was confirmed. External insulation abrasion was noted at 16.4-16.7 cm from the connector pin consistent with lead friction to the device can. The outer coil was exposed at this location. The cause of the reported event was isolated to the insulation abrasion found on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. No interventions were made at this time. The patient was stable and will continue to be monitored.